Event description:
During laminectomy procedure the cup portion of the rongeur broke off deep in the wound. The piece was not retrievable, left in spinal canal - too deep to be removed. The pt's condition was stable.